Event description:
A report was received stating the listed device was found deflating at the cuff. The deflation occurred most often while the patient was sleeping. No permanent adverse effects to the patient reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.